Manufacturer narrative:
No product was returned for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott, the reported cardiac perforation could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an ablation procedure, a pericardial effusion was noted. Following the procedure, an echocardiogram confirmed an effusion for which a pericardiocentesis was performed to stabilize the patient. It was indicated the effusion may have occurred during the transseptal procedure. The location of the effusion was unknown. There were no performance issues with any abbott device.